Manufacturer narrative:
(B)(4). Examination of the returned complaint device revealed a pinhole in the balloon. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was identified 24mm distal to the distal edge of the proximal markerband. No issues were noted with the tip section of the device and no kinks or damage was noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 02oc2014. It was reported that during a percutaneous transluminal angioplasty treatment procedure, the balloon failed to inflate. Vascular access was obtained via the femoral artery. The mildly tortuous and mildly calcified lesion was located in the superficial femoral artery. This 4.5-4/4t/135 symmetry stiff shaft was selected and the balloon was inflated a second time, but the balloon did not stay inflated. The procedure was completed with another of the same device. No patient complication were reported and the patient's status is stable. However, device analysis revealed a pinhole in the balloon material.